Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that while at home the patient¿s lvad had 2 pump stops on power module support. At the time of the first stop, the patient was having bowel movement and straining. The second stop was while the patient was sitting on the side of the bed. Reportedly, no further stops occurred with the lvad on batteries or on ungrounded patient cable support at home. No clinical symptoms were reported. Review of the submitted log file by technical services revealed 3 pump stops. This type of behavior had been previously linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the vad was connected to the power module. The submitted x-rays revealed possible external damage by the end of the external bend relief and at the exit site. Ungrounded power module patient cables were requested for the patient.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported pump stoppages; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.